Manufacturer narrative:
A thorough investigation was performed to identify the root cause of reported issue. The engineering team determined the failure was caused by a hardware issue in the articulating arm latching mechanism preventing the locking solenoid from fully engaging. The system has returned to service with no similar issues reported.

Event description:
A customer reported the swivel mechanism of their epiq cvx ultrasound system¿s control panel did not lock properly while transporting the unit within the user facility. The failure occurred outside of clinical use and no patient or user was harmed as a result of the issue. A philips service engineer replaced the control panel articulation arm assembly to resolve the immediate issue and repair the system. Philips has started an investigation, and upon completion, a follow up report will be submitted.